Manufacturer narrative:
Product event summary: review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of log files which revealed multiple rises in power consumption starting on (B)(6) 2018 to parameters outside of normal operation. A sudden decrease in power consumption and estimated flow has been logged starting on (B)(6) 2018 to current parameters below normal operation. There were 4 suction alarms logged since (B)(6) 2018, 8 low flow alarms logged since (B)(6) 2018, 15 high watt alarms logged since (B)(6) 2018. Of note, it was reported that the patient received thrombolytic therapy. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. In addition, the low flows/suctions event that occurred may be attributed to thrombus at the inflow cannula; it is likely that the thrombus got ingested into the pump further triggering the high watt alarms. The low flow alarms that occurred following the high watt alarms may be attributed to thrombus in the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with high watts, hemolysis, hematuria, and thrombus. The patient was hospitalized and received thrombolytic therapy. A few days later, the patient was treated with a second dose of thrombolytics and passed away. It was noted that same day the patient had experienced paresis in their hands and a change in level of consciousness. Imaging on showed one area of potential new infarction and one area of an old infarction.

Manufacturer narrative:
Product event summary: the pump and controller were returned for evaluation. Failure analysis of the controller revealed that the device passed functional testing. Visual inspection under 10x magnification revealed a hairline crack around power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. The root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Various analyses were conducted and reviewed in order to evaluate the performance of the pump in relation to the reported event. The reported high power event was confirmed via review of the controller log files which revealed multiple rises in power consumption starting on (B)(6) 2018 to parameters above normal operating range. In addition, log file analysis revealed a sudden decrease in power consumption and estimated flow starting (B)(6) 2018 to parameters below normal operating range. 4 suction alarms have been logged since (B)(6) 2018, 8 low flow alarms have been logged since (B)(6) 2018, and 15 high watt alarms have been logged since (B)(6) 2018. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. These mechanical abrasions of the lower housing ceramic surface and matching surface of the impeller are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Internal pathology report revealed no evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the investigation conducted, the most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation/ingestion. The suction / low flows may be attributed to thrombus at the inflow cannula which likely got ingested into the pump resulting in an increase in power. The low flow alarms following the high watt alarms may be attributed to thrombus in the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Other devices involved in this event: brand name: heartware ventricular assist system ¿ controller 2.0 : model 1420 serial number: (B)(4), expiration date: 06/30/2018, UDI: asku, device available for evaluation: yes, 04/17/2018, device mfg date: 06/30/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The controller was returned to the manufacturer and subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.